Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the er320 clips did not form. More info to be provided. There was no consequence to the pt. In 2000 message from affiliate. The surgeon performed a lap chole on pt. The clips were not forming correctly and the surgeon opened a new device to proceed with the case. There was no consequence to the pt.